Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the downloaded history files due to a software error. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 444 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had multiple pump error alarm. Customer stated that they were able to clear the alarm successfully and were able to rewind the insulin pump. The insulin pump will not be returned for analysis.